Event description:
While infusing IV fluids (ivf) via pump, the pump started alarming that there was an occlusion. The door on the pump began moving and when opening the door it was noted that the tubing had expanded into a large bubble. Tubing removed and set aside. New IV tubing and ivf spiked and hung. IV site patent, flushed great and tubing connected to patient. The pump began alarming again and the door opened up and again the new tubing was expanding into a large bubble. Both set and pump were removed and given to supervisor. New set and pump hung and infusing w/o difficulty.of note this tubing and pump had infused two 0.9 ns bolus @ 266 cc/hr before spiking bag of d5 0.45 and infusing at rate of 70cc/hr at which time the tubing was noted to be expanding and pump not infusing.